Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unspecified date she experienced blood glucose (bg) over 500 mg/dl with nausea and upset stomach associated with recurring loss of prime warnings. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with recurring loss of primes, and the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.